Manufacturer narrative:
External insulation abrasion was found at 41.4-41.3 cm from the distal pin consistent with lead friction to the ICD can. The sensing conductor efte coating was abraded at the same location. This is consistent with the observation from the field. External abrasion of the optim sheath was found at 48.5-48.7 cm from the distal tip.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the threshold had increased and patient was feeling discomfort and fainted when arriving at clinic. Other measurements were stable and in range. The lead was replaced and patient condition after procedure was fine.